Event description:
Case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 936681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device dislocation "migration of essure device location of device : endometrial cavity" (seriousness criteria medically significant and intervention required) in (B)(6) 2016, device breakage "within the endometrial cavity is a disrupted silver colored coiled piece of wire consistent with an essure coil received in two pieces" (seriousness criteria medically significant and intervention required) and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity, nickel sensitivity, cesarean section ((B)(6), (B)(6), (B)(6)), cellulitis and perineal pain. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included blood pressure high. Concomitant products included lisinopril. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia and migraine was resolving and the vulvovaginal pain, abdominal pain lower, headache and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record : device breakage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2019: events- "abnormal vaginal bleeding, abnormal bleeding (menorrhagia), migraines, headaches, migration of essure device location of device, weight gain, she did not undergo essure confirmation test", reporter, medical history added from pfs. Event "within the endometrial cavity is a disrupted silver colored coiled piece of wire consistent with an essure coil received in two pieces", medical history added from medical record. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device : endometrial cavity"), device breakage ("within the endometrial cavity is a disrupted silver colored coiled piece of wire consistent with an essure coil received in two pieces"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no: 936681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity, nickel sensitivity, cesarean section (2002, 2005, 2010), cellulitis of abdominal wall and perineal pain. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included blood pressure high. Concomitant products included lisinopril. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device breakage, vulvovaginal pain, abdominal pain lower, headache and weight increased outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, device breakage, device expulsion, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Concerning the injuries reported in this case, the following one was reported from patient's medical record: device breakage. Batch number: 936681, manufacture date: 2012-01, expiration date:2 015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.